Manufacturer narrative:
Image review: three static images were provided for review. A fluoroscopic image of the fully released valve reveals a possible infold in the inflow of the valve. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. However, it is difficult to confirm the presence of the infold therefore the valve was released. Sometime between final release and removal of the delivery catheter system (dcs), the valve dislodged to the ascending aorta. The dislodgement event was not captured thus it is not possible to validate cause of the dislodgement. There is evidence that a snare was used to secure the dislodged valve, and a second valve was implanted. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a calcified left ventricular outflow track and that two recaptures were performed during implantation. Other medical products in use during the event include: product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective valve procedure involving an evolutfx-29 valve in a patient with left ventricular outflow tract calcium, the valve was recaptured twice due to popping up on initial deployment. The valve subsequently migrated upward slowly and embolized above the annulus. The presence of a small left ventricular outflow tract and two nodules of left ventricular outflow tract calcium were noted. The first valve was snared into the ascending aorta/aortic arch, and a second valve was successfully implanted in position. A pre-procedure balloon aortic valvuloplasty (bav) was performed using a 20mm vacs balloon. The patient outcome was reported as alive with no injury. Additional information was received that the deployment starting point was the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 5 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was above the annulus. A non-medtronic (safari) guidewire was used for the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (0012508009); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective valve procedure involving an evolutfx-29 valve in a patient with left ventricular outflow tract calcium, the valve was recaptured twice due to popping up on initial deployment. The valve subsequently migrated upward slowly and embolized above the annulus. The presence of a small left ventricular outflow tract and two nodules of left ventricular outflow tract calcium were noted. The first valve was snared into the ascending aorta/aortic arch, and a second valve was successfully implanted in position. A pre-procedure balloon aortic valvuloplasty (bav) was performed using a 20mm vacs balloon. The patient outcome was reported as alive with no injury.